Event description:
It was reported that a reverse ultrafiltration event occurred on an ak 96 machine. After 2 hours and 40 minutes of dialysis, the patient complained of chest tightness and shortness of breath. The doctor was notified and isolated ultrafiltration was performed, in addition to administration of a "double nasal congestion oxygen". After 10 minutes, the patient reported relief and continued with hemodialysis treatment. After the dialysis, the patient weighed himself and found that he had gained 3.5 kg more than before the dialysis. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. The technician reported that 'the machine had an uf deviation due to a leakage from a not specified point of the hydraulic circuit on the battery, causing uf deviation' but did not provide any additional information regarding the repair . A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.